Event description:
The implantable pump became infected and was urgently explanted. The date of infection onset was 2009. The pump was last refilled the previous month. Perioperative antibiotics had been administered at device implant. Pt's symptoms included redness, pocket erosion, drainage, and pain. The primary location of the infection was the pump pocket; cultures revealed coagulase negative staphylococcus and enterococcus group d. The pt was on a high dose of baclofen and required withdrawal management. Withdrawal symptoms included tachycardia. The pt was treated with both intravenous and oral antibiotics. The infection resolved. The pt did not develop meningitis. The hcp identified debilitated status, urinary tract infections, malnutrition or extremely thin, post-op wound or skin contamination, and 'rash area to body and outer skin wasted from rubbing in back of neck as predisposing risk factors for infection.